Event description:
N/a.

Manufacturer narrative:
Trackwise (B)(4). The device was returned to the factory for evaluation on 09/06/2024. The device was sent to suzhou for investigation. Due to a customs issue, the device was returned to the factory for evaluation. The device was returned to the factory for evaluation on 12/13/2024. An investigation was conducted on 01/13/2025. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact device. The device was mounted on a reference retractor blade with no physical or visual difficulties observed. The device was able to be locked on the retractor with no physical or visual difficulties observed. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. It¿s observed the knob rotate idling, the knob could not be tightened, and the flexlink arm could not be tightened. Based on the returned condition of the device as well as the evaluation results, the reported failure "positioning problem" was confirmed. The lot # 3000381449 history record review was completed. There was an ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure "positioning problem".

Manufacturer narrative:
Tw ID# (B)(4).the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, when tightening the acrobat-I stabilizer z they heard a noise, and the tightening knob would not tighten. It would just keep spinning. They opened a new om-10000z to complete case. No procedural delay other than time to open new om-10000z device. No known patient harm/effects.